Event description:
On 5/21/2024 it was reported by a sales representative via phone that (qty. 2) of an ar-1317ft suture anchor, nano corkscrew had the inserter and top thread of the titanium anchor break into a very tiny piece that remained outside of the patient and nothing needed to be removed from the patient. This issue occurred when inserting the anchor all the way. The two anchors stayed in the patient, and the structural integrity of the implant was not affected. The case was completed successfully, and nothing needed to be implanted after with no delay in the case reported. This was discovered during a repair of boutonniere deformity on the right-hand ring finger on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.